Event description:
Additional information received noting that the chest infection is related to external factors and not the vns. The patient has bilateral lobe pneumonia that was thought to be community acquired. The cause of the low heart rate was noted to be three different factors: the patient was septic, was found to have hypocortisolism (a new finding that is being investigated as an outpatient) and had the vns on during the period of bradycardia. The intervention taken included, fluid resuscitation, inotropes, treatment of the pneumonia, cortisol replacement, and deactivation of the vns. It is difficult to know if switching off the vns had any role in this recovery.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was in the ICU due to a chest infection. The patient's hr was seen at 55 bpm and overnight went down to 40 bpm. The ICU physician placed the magnet over the vns and hr increased to 70 bpm. The patient also began to experience a generalized clonic seizure, so the magnet was removed. No other relevant information has been received to date.